Event description:
Major pump unit(s) involved: drive unit failure; external control system failure; additional text: kink in drivel line; back up battery alert; specific component(s) involved: external battery malfunction; additional text: device went into back up mode; other component: causative or contributing factor: no specific contributing cause identified; other cause: intervention(s): replacement of external controller; other intervention: implant device type: lvad; malfunction device type:.

Event description:
Major pump unit(s) involved: drive unit failure, external control system failure. Specific component(s) involved: external battery malfunction.